Event description:
The customer reported that they think the insulin pump was pushing too much insulin. At the time of the phone call the customer's blood glucose was 115 mg/dl. The customer had treated for low blood glucose with food and glucose tablets. In the morning of the phone call there were 66 units of insulin left in the reservoir of the insulin pump. But, four hours later, there were only 47 units left. The customer stated that they should have used only 12 units. The drive support cap was recessed. The reservoir showed the same amount of insulin as the status screen of the insulin pump. The customer stated that the temperature had increased and the customer usually has high blood glucose when it is warm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.